Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that medication leaked from a 20 g x 1.25 in. (1.1 mm x 31 mm) bd nexiva¿ closed IV catheter system during use. No injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary: received one 20ga used unit consisting of a catheter-adapter extension set. The unit had traces of patient residue (blood) on the catheter tubing and within the unit, traces of leakage (clear liquid) was observed around the canister and the septum. Water/air leak test was performed by connecting the end of the lab supplied male slip leur test fitting to the adapter. No leakage was observed from any of the areas of the unit. Note: the unit was dissected and the septum was microscopically observed, the unit revealed the top of the septum had been pierced (coring of the primary septum) by the cannula. The slit was present per specification. Investigation conclusion: the unit revealed the top of the septum had been pierced (coring of the primary septum) by the cannula. The customer's experience was confirmed but could not be reproduced with the returned unit. The unit did not leak during testing, but dissection of the septum revealed coring, which creates a leak pathway in the septum. Although the unit did not leak during the performance of the water leak test the condition of the septum top (cored) confirmed the customer¿s experience of leaking at septum with the bd product. Root cause description: there is no evidence to confirm or suggest that the defect was caused by the manufacturing process. The damage can occur during assembly when the cannula backend is inserted through a slit in the septum. However, during the investigation, nothing about the process was identified as a root cause. Project acr 13-3300-755 redesigned the cannula and septum which changed the insertion process. The change in the process is expected to reduce the occurrence of this defect.